Event description:
It was reported that the pump declared a cartridge alarm during the load process. There was no reported adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reverted to an alternate form of insulin therapy.